Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrated from fallopian tube"), mental impairment ("diminished brain functions") and genital haemorrhage ("heavy abnormal bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure implanted in patient with only one fallopian tube (contraindication)". The patient's medical history included salpingectomy (left fallopian tube removed previously) and obesity. Concomitant products included ibuprofen, nystatin, paracetamol (midol long lasting relief), paracetamol (tylenol regular), phentermine and topiramate. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), mental impairment (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menorrhagia ("excessive menses"), vaginal haemorrhage ("vaginal bleeding"), vulvovaginal pain ("vaginal pain"), pruritus ("itching"), allergy to metals ("an allergic reaction to nickel"), insomnia ("insomnia"), fatigue ("fatigue"), hypoaesthesia ("numbness in limbs"), paraesthesia ("tingling"), nausea ("nausea"), headache ("headaches"), visual impairment ("vision issues"), night sweats ("night sweats"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), mood altered ("hormonal changes: extreme moodiness"), rash ("allergic or hypersensitivity reaction: rash"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic laparoscopy, robotic hysterectomy with salpingo oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, mental impairment, genital haemorrhage, pelvic pain, menorrhagia, vulvovaginal pain, pruritus, allergy to metals, insomnia, fatigue, hypoaesthesia, paraesthesia, nausea, headache, visual impairment, night sweats, weight increased, abdominal pain, abdominal pain lower and back pain outcome was unknown, the vaginal haemorrhage had resolved and the mood altered, rash and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, mental impairment, mood altered, nausea, night sweats, paraesthesia, pelvic pain, pruritus, rash, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure implanted in right fallopian tube (left tube had previously been removed). In (B)(6) 2016 , physician told her that the itching she was suffering was caused by essure. Current weight 279 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received event " hormonal changes: extreme moodiness, rash, dyspareunia, back pain" were added. Outcome of event " vaginal bleeding" was updated as recovered and rash, extreme moodiness, dyspareunia were updated as recovering. Concomitant drug were added. Lab data added. Patient demographics and aka name was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migrated from fallopian tube'), mental impairment ('diminished brain functions') and genital haemorrhage ('heavy abnormal bleeding') in a 41-year-old female patient who had essure (batch no. 20218446-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure implanted in patient with only one fallopian tube (contraindication)". The patient's medical history included salpingectomy (left fallopian tube removed previously), obesity, asthma, vitamin d deficiency and vaginal itching. Concomitant products included folic acid, ibuprofen, ibuprofen (midol), lisinopril, nystatin, oxycodone, paracetamol (midol long lasting relief), paracetamol (tylenol regular), phentermine and topiramate. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menorrhagia ("excessive menses"), vaginal haemorrhage ("vaginal bleeding"), mood altered ("hormonal changes: extreme moodiness"), back pain ("back pain") and rash ("rashes") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), mental impairment (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), pruritus ("itching"), allergy to metals ("an allergic reaction to nickel"), insomnia ("insomnia"), fatigue ("fatigue"), hypoaesthesia ("numbness in limbs"), paraesthesia ("tingling"), nausea ("nausea"), headache ("headaches"), visual impairment ("vision issues"), night sweats ("night sweats"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dermatitis allergic ("allergic or hypersensitivity reaction: rash") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (robotic laparoscopy, robotic hysterectomy with salpingo oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, mental impairment, genital haemorrhage, pelvic pain, menorrhagia, vulvovaginal pain, pruritus, allergy to metals, insomnia, fatigue, hypoaesthesia, paraesthesia, nausea, headache, visual impairment, night sweats, weight increased, abdominal pain, abdominal pain lower and back pain outcome was unknown, the vaginal haemorrhage had resolved and the mood altered, dermatitis allergic, dyspareunia and rash was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dermatitis allergic, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, mental impairment, mood altered, nausea, night sweats, paraesthesia, pelvic pain, pruritus, rash, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure implanted in right fallopian tube (left tube had previously been removed). In (B)(6) 2016 , physician told her that the itching she was suffering was caused by essure. Current weight 279 lbs. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) product technical compliant incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migrated from fallopian tube'), mental impairment ('diminshed brain functions') and genital haemorrhage ('heavy abnormal bleeding') in a 41-year-old female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure implanted in patient with only one fallopian tube (contraindication)". The patient's medical history included salpingectomy (left fallopian tube removed previously), obesity, asthma, vitamin d deficiency and vaginal itching. Concomitant products included folic acid, ibuprofen, ibuprofen (midol), lisinopril, nystatin, oxycodone, paracetamol (midol long lasting relief), paracetamol (tylenol regular), phentermine and topiramate. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menorrhagia ("excessive menses"), vaginal haemorrhage ("vaginal bleeding"), mood altered ("hormonal changes: extreme moodiness"), back pain ("back pain") and rash ("rashes") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), mental impairment (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), pruritus ("itching"), allergy to metals ("an allergic reaction to nickel"), insomnia ("insomnia"), fatigue ("fatigue"), hypoaesthesia ("numbness in limbs"), paraesthesia ("tingling"), nausea ("nausea"), headache ("headaches"), visual impairment ("vision issues"), night sweats ("night sweats"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dermatitis allergic ("allergic or hypersensitivity reaction: rash") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (robotic laparoscopy, robotic hysterectomy with salpingo oophorectomyon (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, mental impairment, genital haemorrhage, pelvic pain, menorrhagia, vulvovaginal pain, pruritus, allergy to metals, insomnia, fatigue, hypoaesthesia, paraesthesia, nausea, headache, visual impairment, night sweats, weight increased, abdominal pain, abdominal pain lower and back pain outcome was unknown, the vaginal haemorrhage had resolved and the mood altered, dermatitis allergic, dyspareunia and rash was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dermatitis allergic, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, mental impairment, mood altered, nausea, night sweats, paraesthesia, pelvic pain, pruritus, rash, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure implanted in right fallopian tube (left tube had previously been removed). In (B)(6) 2016, physician told her that the itching she was suffering was caused by essure current weight 279 lbs the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 6-jun-2019: plaintiff fact sheet-reporter information, event rashes was added. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrated from fallopian tube"), mental impairment ("diminished brain functions") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure implanted in patient with only one fallopian tube (contraindication)". The patient's past medical history included salpingectomy (left fallopian tube removed previously). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menorrhagia ("excessive menses"), vaginal haemorrhage ("vaginal bleeding"), vulvovaginal pain ("vaginal pain"), pruritus ("itching"), allergy to metals ("an allergic reaction to nickel"), insomnia ("insomnia"), fatigue ("fatigue"), hypoaesthesia ("numbness in limbs"), paraesthesia ("tingling"), nausea ("nausea"), headache ("headaches"), visual impairment ("vision issues"), night sweats ("night sweats"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (robotic laparoscopy, robotic hysterectomy with salpingo oophorectomyon (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, mental impairment, genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal pain, pruritus, allergy to metals, insomnia, fatigue, hypoaesthesia, paraesthesia, nausea, headache, visual impairment, night sweats, weight increased, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, fatigue, genital haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, mental impairment, nausea, night sweats, paraesthesia, pelvic pain, pruritus, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure implanted in right fallopian tube (left tube had previously been removed). In (B)(6) 2016 , physician told her that the itching she was suffering was caused by essure. Most recent follow-up information incorporated above includes: on 25-sep-2017: f/u summons received-events abdominal pain, severe cramping and heavy abnormal bleeding added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrated from fallopian tube") and mental impairment ("diminished brain functions") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure implanted in patient with only one fallopian tube (contraindication)". The patient's past medical history included salpingectomy (left fallopian tube removed previously). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), mental impairment (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menorrhagia ("excessive menses"), vaginal haemorrhage ("vaginal bleeding"), vulvovaginal pain ("vaginal pain"), pruritus ("itching"), allergy to metals ("an allergic reaction to nickel"), insomnia ("insomnia"), fatigue ("fatigue"), hypoaesthesia ("numbness in limbs"), paraesthesia ("tingling"), nausea ("nausea"), headache ("headaches"), visual impairment ("vision issues"), night sweats ("night sweats") and weight increased ("weight gain"). The patient was treated with surgery (robotic laparoscopy, robotic hysterectomy with salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, mental impairment, pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal pain, pruritus, allergy to metals, insomnia, fatigue, hypoaesthesia, paraesthesia, nausea, headache, visual impairment, night sweats and weight increased outcome was unknown. The reporter considered allergy to metals, device dislocation, fatigue, headache, hypoaesthesia, insomnia, menorrhagia, mental impairment, nausea, night sweats, paraesthesia, pelvic pain, pruritus, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure implanted in right fallopian tube (left tube had previously been removed). In (B)(6) 2016 , physician told her that the itching she was suffering was caused by essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.